Manufacturer narrative:
To date the device involved in the reported incident is not expected to be received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 1121308-2018-00016 and 1121308-2018-00017.

Event description:
This is the 1st of 3 reports: a distributor reported that on (B)(6) 2018, a (B)(6) male patient was undergoing an unspecified procedure. Duragen was used in this case and it generated a "great" cerebrospinal fluid (csf) leak. It did not allow adequate closure and was reabsorbed. Delay in surgery was reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, retain samples of the fg lots were visually inspected and no signs of anomalies were found related to any abnormal appearance or adequate sealing in the duragen sponges. The device history record (DHR) of manufacturing fg lots were reviewed and no anomalies were reported during the manufacturing and packaging process. Nonconformance and events were reviewed for all fg lots and none was reported regarding this condition. At this moment, the reported condition could not be confirmed and the root cause is undetermined. UDI number: (B)(4).